Event description:
Patient was revised to address osteolysis and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address osteolysis and poly wear. Doi: 1993; dor: (B)(6) 2013 (right hip). Update (B)(4) 2013 - patient's revision records were received. Records indicate the patient was experiencing popping and crunching in the hip. Upon revision the femoral head was found to be in eccentric placement. Also noted, was retro acetabular osteolysis. There is no new information that would change the existing MDR decision. Dob: (B)(6) 1941. The device associated with this report was not returned. Review of the device history record did not reveal any related manufacturing deviations or anomalies. An x-ray was obtained with this complaint. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained. The depuy legal nurse reviewed the provided medical records and x-ray and per the surgeon's review demonstrated signs of bearing surface wear with eccentric head placement and severe osteolysis in 3 zones. He also noted some retro acetabular osteolysis as well. The surgeon confirmed the findings by direct observations during the surgery. There are no other physician, radiology or lab reports prior to or following the revision. Patient was noted to have the initial implants possibly placed in 1993. Due to the length of time between the initial implant and revision it would not be unexpected to observe some poly wear. It cannot be determined, based on the information available, that the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.